Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.

Event description:
It was reported by the sales rep that a patient went to visit his doctor or a follow up. The surgeon proceeded to remove what he thought was a suture. The surgeon identified during the removal that it was a "piece of ring" that was removed from the mesh and not a suture.